Event description:
It was reported that the pin broke off the connector. The event occurred while in use with the patient but there was no harm. A damaged air detector was identified during investigation. The damaged air detector may fail to detect air in the fluid path, lead to risk of air embolism. Complaint is reportable based on investigation findings.

Manufacturer narrative:
One device was returned for analysis of complaint that pin broke off the connector. Review of service history found no 12-month service history. Review of event log found nothing related to the complaint. Visual and functional testing was performed. Visual inspection found the downstream occlusion (dso) seal damaged and the air detector damaged. Replaced the dso seal and the air detector. Repair was validated through occlusion testing. Device passed testing post repair.